Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the resistance during delivery and the damage during retrieval of the first ped2 (pli10) was unknown. Similarly, the causes of resistance during delivery and during resheathing/retrieval of the second ped2 (pli20) was also unknown. A continuous saline flush was administered and maintained as indicated in the IFU. No damage to the phenom 27 catheter was observed. Regarding the ped2-450-16/d048548 that got stuck during release, strong resistance was observed during insertion, and it is possible that the device was stuck at that point. The stent broke in a fully released state. The stent had detached from the push wire while exposed in the blood vessel after exiting the catheter, and in this state, the entire phenom27 catheter was retrieved. Failure to expand was observed during stent deployment. Two phenom27 catheters of the same lot (lot: 232353070) were used, each paired with a ped device (ped2-425-20/b602864 and ped2-450-16/d048548), and both devices got stuck. For ped2-450-16, the stent detached from the release pad, and operation was not possible.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio- pouch. The pipeline flex shield was returned outside the phenom 27 catheter. However, the pipeline flex shield braid was stuck inside ethe catheter. Damage location details: no bent or kink was found with pushwire. However, the pushwire was found to be separated/broken proximal to the dps sleeves. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. No damage was found with pads. The tip coil and dps sleeves were not returned for analysis, and the reason was not provided. The distal and proximal ends of braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~35.5cm from proximal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was cut to remove the braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged location. The broken end was sent out for sem (scanning electron microscopy) analysis. Conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure to open at distal and middle section as the pipeline flex shield braid was found fully opened. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. It was noted the patient's vessel tortuosity was strong and the pipeline was located to the bend. However, the pipeline flex shield and phenom 27 catheter were confirmed to have resistance during delivery/retrieval as the braid was stuck inside the catheter. The pipeline flex shield and phenom 27 catheter were found to be damaged. From the damage seen on the catheter body (kinking); hypotube (stretching); and pipeline flex braid (fraying); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. Possible causes include damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. Additionally, the pipeline flex shield pushwire was found to be sep arated/broken proximal to the dps sleeves. Per the sem result, the broken end exhibited fracture features consistent with failure via torsional overload. Possible causes of the pushwire break/separation include vessel tortuosity, over manipulation, high force use, resistance during delivery/retrieval, or user resheaths more than 2 times. It is likely that the strong vessel tortuosity may have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the failure to expand that was observed for ped2-450-16 happened in the distal to the middle section. The pipeline was located to the bend and followed a relatively straight course. The only additional steps or other devices attempted to open the pipeline was re-sheathing.

Event description:
Medtronic received a report that during delivery and release, a pipeline flex with shield technology stent (ped2-425-20) got stuck in the middle of the phenom 27 microcatheter and could not be deployed. Attempts to push and pull were unsuccessful, leading to retrieval. During retrieval, the wire broke, and only the wire was pulled out. It was also reported that the delivery pusher was not damaged. The catheter with the stent were retrieved entirely. During delivery of a second pipeline flex with shield technology stent (ped2-450-16), resistance was also encountered, and the stent became stuck in the middle of the catheter during resheathing. The microcatheter was not retracted to eliminate slack in the microcatheter in order to eliminate the stuck. There was no damage to the delivery pusher. The product was replaced with a different model pipeline device to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, left internal carotid artery ica) ophthalmic a. Involved segment aneurysm with a max diameter of 5 mm and a 5 mm neck diameter. The landing zone arterial diameter was 3.4 mm distally and 4.78 mm proximally. It was noted the patient's vessel tortuosity was strong. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure showed no change from before surgery. The reported device and any accessory devices were prepared, and the catheter was flushed with heparinized saline, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). Ancillary devices included 7f roadmaster guidecatheter, phenom plus catheter (fg19120-1030-1s, lot 232092588), navien intracranial support catheter (rfx058-115-08, lot s25eq007), phenom 27 (150cm) microcatheter (fg15150-0615-1s, lot 232353070), chikai guidewire.

Manufacturer narrative:
Continuation of d10: pipeline flex with shield technology stent product ID ped2-425-20 (B)(6); phenom 27 microcatheter product ID fg15150-0615-1s (B)(6).  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.